Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-5100-08 graftbolt sheath broke during insertion. This was discovered during a reconstruction of the posterior cruciate ligament. Case was completed using another ar-5100-08 graftbolt.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted the delta peek screw and the sheath graftbolt are damaged. It probably was caused by applying excessive leveraging force. However, the broken pieces were not returned. The cause remains undetermined.